Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with syncopal episodes. Pause in the heart rhythm was noted. Tachy therapy was deactivated and programming changes were made. The right ventricular lead was explanted on (B)(6) 2018. The lead exhibited insulation breach and clavicular crush. A new lead was implanted successfully. The patient was in a stable condition.